Event description:
It was reported that the patient was previously in the ER in heart failure. It was noted that the patient had several episodes labeled as svts that were suspected to be true vt episodes. The patient spontaneously returned to sinus. It was also noted that the patient had previously had an av junction ablation and is pacemaker dependent. Recommended programming changes were made. Patient condition was fine after the event.